Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure. A cerebrospinal fluid leak occurred when the doctor attempted to access the epidural space with the epidural needle. In turn, a blood patch was performed. The patient was asymptomatic, post-op.